Manufacturer narrative:
On svn (B)(4) the customer returned the pump for alleged cybersecurity; hacking allegation with her pump on (B)(6) 2023. There was a reason code listed on this svn as damage (physical or cosmetic); location of the damage was not specified in the customer's notes. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible under delivery anomaly not confirmed. During visual inspection, the pump was received with scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see data pertaining to the primary svn (B)(4) and event date (B)(6) 2023 below. The pump history starts on (B)(6) 2023. Unable to verify bolus delivery, source of boluses delivered, and any alarms/suspends for event date (B)(6) 2023 due to no data available in the pump history file on the primary svn (B)(4). Unable to perform the history review 1 week prior to the event date (B)(6) 2023 in the pump history file due to no data available on the primary svn (B)(4). Please see data pertaining to svn (B)(4) and event date (B)(6) 2023 below. The pump history starts on (B)(6) 2023. Unable to verify bolus delivery, source of boluses delivered, and any alarms/suspends for event date (B)(6) 2023 due to no data available in the pump history file on svn (B)(4). Unable to perform the history review 1 week prior to the event date (B)(6) 2023 in the pump history file due to no data available on svn (B)(4). Cybersecurity; hacking allegation was unknown due to no data available; history and traces do not cover this timeframe (please see mark freger's comments on the attached email). The pump passed the functional testing. Unable to confirm alleged high bgs. Cybersecurity; hacking allegation was unknown due to no data available; history and traces do not cover this timeframe (please see mark freger's comments on the attached email). Possible under delivery anomaly not confirmed. Cosmetic damage was confirmed at the back and the front of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia the customer reported high blood glucose event was related to cyber security. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event with the insulin pump. It was unknown if the customer was using the pump within 48 hours of the reported event. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.